Manufacturer narrative:
A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Results: a sample was not returned for evaluation. 5 customer photos were received and appear to show an improperly seated or ¿cocked¿ stopper. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® plastic na edta 2.0 tube had a rubber stopper that was installed slanted. No injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2017. The initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacturer is 05/08/2017.